Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product from the report lot number. Retention devices were tested with quality control cut-off (20miu/ml) and middle positive standard (100miu/ml). All devices yielded expected positive results at 3 minutes. The case details were reviewed along with the complaint history on this control lot for the reported issue and no systemic issue was identified. Batch record review found no relevant non-conformances; the lots met all final release specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. The reported complaint could not be replicated during in-house testing. Review of the information provided did not identify any evidence of misuse. There is no indication that the customer deviated from the package insert. The urine specimen could not be identified as a first morning urine sample as the time of the urine sample collection was not provided. Per the package insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of investigation.

Event description:
It was reported that a patient presented to the clinic for a pregnancy test which produced a false negative hcg result with a urine sample on (B)(6) 2019. A blood hcg test was taken on (B)(6) 2019 with a result of 140 miu/ml. The patient presented to a different hospital on (B)(6) 2019 and a positive result was obtained on an unknown rapid assay with an hcg level of 269 miu/ml. No adverse events occurred. Troubleshooting occurred with a discussion of false negatives and possible causes including technique, storage and handling. Visual inspection of the specimen was not performed and the urine specimen was not allowed to acclimate to room temperature before testing.